Manufacturer narrative:
The reported field event of high threshold and the inability for helix retraction was due to an over torqued inner coil at the connector region consistent with procedure damage. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the right ventricular lead exhibited unacceptable high thresholds. After lead was repositioned to get better measurements, the helix did not extend properly, subsequent attempts to retract the helix failed. The lead was not used and a new lead was successfully implanted. The patient was in stable condition after the procedure.